Event description:
It was reported that during a thoracic surgery procedure, the stapler would not fire properly. There were no patient consequences reported. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged anvil, jammed knife. The analysis results found that one device was returned with a cartridge pan lodged inside the channel resulting in the firing mechanism jamming. Furthermore, the knife was noted to be out of the channel knife slot. In addition, the anvil was found bent upward. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. No testing could be performed due to the returned condition of the device. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.